Event description:
Healthcare professional reported right side "implant rupture". MRI has been carried out. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a ruptured implant diagnosed during an MRI scan. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Healthcare professional reported, right side implant rupture. Confirmed via MRI. Patient reported "lump", deemed not device related. Device has been explanted and replaced.

Manufacturer narrative:
Additional information for race (a6): scottish.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: non-penetrating nicks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted and replaced with a non-allergan device.